Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
It was reported, by the customer, that the monoject syringe had a brown particle found inside the syringe wall. Two photos of monoject syringe, item number (B)(4), was submitted for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the photos submitted indicate contamination was observed inside the syringe. The investigation was forwarded to the supplier for further investigation and determination of the root cause of the issue. The supplier determined that the probable root cause would be that the process was not followed correctly. Production personnel was notified of the condition reported and they will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention. A device history record review for showed that all acceptance criteria inspection per established sampling levels were within acceptable limits during the production process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided. Mat#:8881135609. Lot#: 2213015864. It was reported by customer that monoject syringe with a brown particle found inside the syringe wall. Verbatim: rcc received the complaint via email. Email as attached. A monoject syringe with a brown particle found inside the syringe wall. Please see product info below: ref 8881135609. Lot# 2213015864. Quantity: (B)(4) syringe. Wed (B)(6) 2023 9:16 am. Hello, please see below for requested info: 1. No adverse events, so none reported due to incident. 2. See below for photos. 3. Date of event: 08/15/2023.

Event description:
It was reported that bd mon syringe barrel assembly had foreign matter. The following information was provided by the initial reporter with the verbatim: a monoject syringe with a brown particle found inside the syringe wall. Please see product info below.